Event description:
As reported by hospital, the gauge on the inflation device was not working although the balloon catheter inflated. There was no balloon burst nor patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The device which is the subject of this report has just been received in for evaluation.